Event description:
It was reported that two (2) mnicap transfer sets had fluid flow with the twist clamp closed. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: two (2) actual samples were received for evaluation. Visual inspection was performed and a broken occluder leg was observed on both samples. Leak, clear passage, and clamp function testing were performed and a leak through a closed clamp was observed on both samples due to a broken occluder leg. The reported condition was verified. The cause of the damage could not be determined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use.should additional relevant information become available, a supplemental report will be submitted.